Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited high capture thresholds which affected the longevity of the device battery. The lead was capped and replaced 2 feb 2024. The patient was stable before, during and after the procedure.